Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-13087. It was reported during a permanent implant procedure, the physician was not able to place the leads due to scar tissue, the case was aborted. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.